Event description:
Complainant alleged during a routine shift check by a clinician the device displayed "status 66", "status 93" and "cannot dump" messages. Complainant indicated that there was no pt involvement in the reported malfunction.